Event description:
Reportedly, when trying to interrogate the subject pacemaker, the following message was displayed ¿pm in standby mode ¿ interrogation is stopped. Do you want to reinitialize the pm?¿. After selecting ok, a message stating that the re-initialization was performed and that a new interrogation should be launched. However, despite several attempts, pacemaker interrogation could not be performed. The pacemaker was explanted and returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200228 - file-2020-00288 - analysis_and_closure_report_resp-2020-00260.pdf].

Event description:
Reportedly, when trying to interrogate the subject pacemaker, the following message was displayed ¿pm in standby mode ¿ interrogation is stopped. Do you want to reinitialize the pm?¿. After selecting ok, a message stating that the re-initialization was performed and that a new interrogation should be launched. However, despite several attempts, pacemaker interrogation could not be performed. The pacemaker was explanted and returned for analysis.